Event description:
Patient was being lifted from the recliner to go back to bed. While using a tollos cirrus 750 model overhead lift (rated for 750lbs), the patient was about 4 feet in the air when the lift made an abnormal noise, then the patient descended from the air and landed on the ground onto buttocks. Building services from our facility responded to the event and removed the lift motor from the overhead rail and noted the lifting strap to be broken. Other than the exact point of break, the lifting strap looks to be in good condition. During the event investigation, we determined that the manufacturer had posted a bulletin in november of 2022 outlining more frequent inspections of the ic lifting strap associated with this lift. The manufacturer also increased its recommended maintenance interval from annually to every six months. This lift had its last annual inspection done on october 12, 2022. Annual inspection followed all current manufacturers maintenance and inspection procedures at that time including a 750 pound load test.